Event description:
The doctor reported that the zirconia coping fractured into fragments.

Manufacturer narrative:
(B)(4). The coping was discarded and not returned by the customer. The complaint could not be verified. DHR did not indicate any manufacturing deviations that would contribute to this event. A definitive root cause could not be determined. There were no manufacturing deviations which may have contributed to the reported fracture.

Manufacturer narrative:
Product has not been returned to manufacturer.